Event description:
Patient was revised to address markedly elevated cobalt level greater than 100 and chromium level of 52. Osteolysis was also reported.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The devices associated with this report were not returned. A review of the device history records found one anomaly against the 2394209 lot code. It was determined that the deviation should have had no effect on this complaint. A review of the device history records for the 2401999 lot code did not reveal any related manufacturing deviations or anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Update rec'd ((B)(6) 2014) - litigation papers received. In addition to what was previously reported, litigation alleges tha patient suffers from severe pain, popping and a loosening sensation. Loosening was alleged, however we are unaware of which product it is attributed to. Should we receive additional information confirming the loosening, we will update the complaint. Depuy still considers the investigation closed.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Requests for additional investigational inputs were conducted. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.